Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported that the customer's biomedical engineer retested the equipment, and determined everything was in working order. They did not see the need to replace any parts. The iabp was returned to clinical service.

Event description:
The customer reported that an in-service for the cardiosave intra-aortic balloon pump (iabp) was performed, and the helium extender tubing from the disk was pulled. When doing this, the iabp did not alarm, and continued to pump. The iabp was flagged to be looked at by the biomedical engineer. There was no adverse event reported.